Manufacturer narrative:
Results: 2 shelf packs were returned and both had brown stains on the top of some caps and the shrink-wrap. Investigation revealed that 1 tube in each pack was cracked and the additive had leaked out. Photos were also attached, illustrating the defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5295553. Conclusion: evaluation of returned photographs and samples confirmed the reported defect. The fact that the additive had turned brown tends to indicate that the damage occurred prior to irradiation.

Event description:
It was reported that a bd vacutainer® glass acd solution b tube with yellow bd hemogard¿ closure had 2 shelf packs of tubes that had a brown fluid inside the packaging. No serious injury or medical intervention reported.